Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no lot specific product issue. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device. All available information was investigated and a definitive cause for the reported incomplete coaptation in this incident could not be determined. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Patient codes: 2199 labeled device codes: 2507 labeled internal file number - (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in the patient anatomy. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing mr to 2+. A second clip delivery system (cds) was advanced to further reduce mr. The clip was deployed; however, after deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). After the procedure, the images were reviewed, and it was determined that the slda occurred after closing the grippers to the 60 degree angle. The patient is stable. Two clips were implanted, reducing the mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure.